Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was replaced and the parameters were reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not start up. No pt injury was reported.